Event description:
The customer contacted baxter's technical service center to report a homechoice (hc) with a compact exchange device (cxd) during use. The nurse stated that she gave her machine to the home patient (hp) and wanted the machine shipped to the clinic. Nurse wants cxd machine swapped, stated the spike touches the wall when going into the bag. The technical service representative (tsr) will swap. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device/sample has been reported to be available for evaluation and has been requested. However, the device/sample has not been received for evaluation as of yet. If the device/sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The product analysis laboratory (pal) performed spike and unspike operation using (B)(4) and (B)(4) test set. The reported issue was confirmed and duplicated. The spike carriage was revealed to be damaged and the spike carriage spring was bent preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause for the reported issue was due to a bent spike carriage spring and a damaged spike carriage. The device did not meet specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.